Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h11 from the previous submission. A correction was not made to b3, rather new information received from the customer was added.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the cleaning disinfection and sterilization (cds) checklist, third-party culture testing, device evaluation, endoscopic support specialist (ess) onsite visit, and the legal manufacturer's (lm) final investigation. The legal manufacturer reviewed the customer-provided cds checklist where the following deviations from the olympus instructions for use (IFU) were confirmed: 1. The suction button was not suctioned in the state where it was pushed in one step and the state where it was pushed all the way. 2. The insufflation/irrigation channel and balloon irrigation channel were not insufflated/irrigated using the insufflation/irrigation button (maj- 1444) and air/water channel irrigation adapter (maj-629). 3. The forceps elevator was not raised and lowered three times under immersion in the cleaning solution. The user facility provided the following results of two rounds of culture testing, performed by a third-party lab: first sample: (B)(6) 2025. Samplings from: air duct, forceps lift duct. Cfu: unknown. Bacterial identification: c. Albicans. First sample: (B)(6) 2025. Sampling from: water duct. Cfu: unknown. Bacterial identification: e. Faecalis. Second sample: (B)(6) 2025. Sampling from: suction tube. Cfu: unknown. Bacterial identification: c. Glabrate. Second sample: (B)(6) 2025. Samplings: air tube, water tube, outer surface, suction tube. Cfu: unknown. Bacterial identification: c. Albicans. The device was returned to olympus for evaluation. Although there were no reportable device defects observed, there was evidence that the device was not cleaned sufficiently (proteins along with rust from foreign matter attached to the inside of the air and water supply cylinder). An olympus ess representative conducted an onsite visit, and the results are as follows: during training, the importance of bedside cleaning (especially air/water wash adapters) was reaffirmed. In addition to the endoscopy department, the infection control department also participated in the training. This informed the infection control department of the current problems with the endoscope reprocessing procedure. Additional training is scheduled and will be conducted with other nurses in the department. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a relationship between the subject device and the reported patient infection could not be determined. However, insufficient reprocessing was confirmed based on the information obtained. The event can be detected/prevented by following the IFU in section: chapter 6: application and conditions for cleaning, disinfection, and sterilization. Chapter 7: cleaning, disinfection, and sterilization procedures. This supplemental report includes an update to h3 from the initial medwatch. Also, a correction has been made to b3 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This complaint is related to manufacturer report numbers 3002808148-2024-08985 and 3002808148-2024-08979 and to the following linked patient identifiers: (B)(6). This MDR is for patient 4 of 12 who was suspected to have an infection after using the subject device between the first sample collection for culture test on (B)(6) 2024 and the second sample collection for culture test on (B)(6) 2024.

Event description:
It was reported that the ultrasound gastrovideoscope tested positive for an unknown number of colony forming units (cfus) of candida albicans after a routine culture on (B)(6) 2024. It was re-cultured on (B)(6) 2024 and the same microorganism was detected. It was further noted that a patient had undergone an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2024, after which, candida albicans was detected in the bile. The same microorganism were subsequently detected in two other patients through bile and blood cultures on unspecified dates. The relationship was unknown. In addition, 12 patient infections were suspected from using the scope between the first sample collection for culture test on (B)(6) 2024 and the second sample collection for culture test on (B)(6) 2024. There were no reports of further patient harm. Additional information has been requested but no further details were provided at this time.